Event description:
It was reported that during a carotid stenting treatment procedure, the tip of the nexstent 30mm delivery catheter fractured. The patient had several comorbidities that made her vessels challenging to navigate. The physician used another manufacturer's introducer sheath. The lesion was predilated with a 4.0x20 maverick monorail balloon. The lesion was tight, but the physician did not experience much difficulty crossing it with the nexstent system. The nexstent was fully deployed in the patient. The physician didn't notice any difficulty removing the delivery device, but when it was removed, the blue tip and 'the portion that the stent rests on" was just hanging there on the wire. No portions of the device remained in the pt's body. The physicians proceeded to place another nexstent at the lesion site in order to completely cover the lesion. The pt was asymptomatic during this event and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "great." Was just hanging there on the wire. No portions of the device remained in the patient's body. The physician proceeded to place another nexstent at the lesion site in order to completely cover the lesion. The patient was asymptomatic during this event and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "great."

Manufacturer narrative:
.